Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the orientation port of a smiths medical portex® endotracheal tube was noted to be inclined more sharply. There were no reported adverse effects.

Manufacturer narrative:
One portex endotracheal tube was returned for analysis in used condition. No discrepancies were noted upon visual inspection. Since the returned product was received in used conditions it was tested inside a plastic bag with a gauge and verified with the mandrel used in the procedure for bend and round tip operation; noting no discrepancies. Relevant documents were reviewed and deemed adequate. An audit of the production floor was conducted and the following operations were reviewed: line clearance records were reviewed, training records of the operators that perform the bend and round tip operation were reviewed, training records of the operators that perform the stylet end form bent tube operation were reviewed, bend and round tip operation was reviewed, stylet end form bent tube operation was reviewed. No discrepancies were found. The bend and round tip operation was audited during thirty two (32) units; no discrepancies in the orientation of the tube were detected. Based on the evidence, the root cause is unknown as the complaint is not confirmed.